Event description:
It was reported that the customer had high blood glucose levels of 148 mg/dl. The customer reported that the battery of the insulin pump would not last long. The customer also reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had normal operating currents. No unexpected battery alarms were noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.